Event description:
It was reported that the patient's lead had high impedances due to a fracture on the lead. As a result, the patient was unable to have an MRI. It is unknown which lead contributed to the issue. Surgical intervention occurred on (B)(6) 2023 during which the lead was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000054226. Exact date of event is unknown.